Manufacturer narrative:
Follow-up information received on 07-jun-2016: despite follow-up attempts, no response was given to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy bleeding after essure (fallopian tube occlusion insert) insertion. Five months after device placement, she was submitted to a salpingectomy. During this surgery, the device was removed along with some scaring from the essure (unspecified). Additionally, she was diagnosed with endometriosis and 3 polyps, which were removed. She also underwent an endometrial ablation. The reported bleeding, regarded as genital bleeding, is listed according to essure's reference safety information, while the other events are unlisted. In this case, consumer was diagnosed with endometriosis and 3 uterine polyps; these conditions could be alternative explanations for her bleeding. Nevertheless, considering she was submitted to a salpingectomy (which is not an usual treatment neither for endometriosis nor for uterine polyps) and since abnormal bleeding may occur with essure therapy, causality with the suspect insert cannot be excluded. This case was regarded as incident, since surgical intervention was required as event's treatment. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5060672) in united states on 11-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. She reported she had gone back to her doctor several times because of heavy bleeding, pains in her stomach and stomach swelling. She had a stomach scope, hysteroscope and an ablation performed. She also stated she went in for surgery on (B)(6) 2016 and her physician was able to remove her tubes and coils; she had 3 polyps and some scaring from the essure, he removed those and did an ablation. Her physician also said she was starting to get endometriosis. She stated before essure she was healthy and had no problems. She reported as concomitant medication daily vitamins. Follow up information received on 26-apr-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy bleeding after essure (fallopian tube occlusion insert) insertion. Five months after device placement, she was submitted to a salpingectomy. During this surgery, the device was removed along with some scaring from the essure (unspecified). Additionally, she was diagnosed with endometriosis and 3 polyps, which were removed. She also underwent an endometrial ablation. The reported bleeding, regarded as genital bleeding, is listed according to essure's reference safety information, while the other events are unlisted. In this case, consumer was diagnosed with endometriosis and 3 uterine polyps; these conditions could be alternative explanations for her bleeding. Nevertheless, considering she was submitted to a salpingectomy (which is not an usual treatment neither for endometriosis nor for uterine polyps) and since abnormal bleeding may occur with essure therapy, causality with the suspect insert cannot be excluded. This case was regarded as incident, since surgical intervention was required as event's treatment. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is being sought.